Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of signals from the patient's implanted cardiac resynchronization therapy pacemaker (crt-p) system. The oversensing resulted in the delivery of an inappropriate shock, which caused ventricular fibrillation (vf). The patient fell and the device then delivered a shock which terminated the vf. The device was reprogrammed to a different vector. No additional adverse patient effects were reported. The s-ICD system remains in service.